Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the reamer broke during reaming, stem extractor broke while taking old stem out and the broach was bent while trailing. The surgical delay is unknown. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the tip of the summit retaining imp. Inserter was bent. Additionally, bottom threads were found cross-threaded. It is worth mentioning that the main body was not returned for evaluation and no breakage was found. Bent condition can be attributed to a combination of heavy use and exposure to unintended forces, such as prying motions applied while assembled with the stem. Threads damage is likely resulting from overtightening, off-axis assembly or prying motions while device is being assembled with the main body. Proper handling and adherence to the approved use of the device can diminish the risk of failure. Missing body may have occurred during the cleaning/sterilization process, particularly when the components are assembled or disassembled. As these procedures are often repeated, there is an increased risk of components going missing. However, without concrete evidence or further information, it is not possible to determine a root cause. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the summit retaining imp. Inserter would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device due to the condition (missing components) of the returned device. H11 additional narrative: corrected: h3

Event description:
It was reported that the reamer broke during reaming, stem extractor broke while taking old stem out and the broach was bent while trialing. There was no case delay or adverse effect caused by the instruments.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.